Event description:
A customer contacted beckman coulter, inc. (Bec) to report a diluent leak from the front underside of a coulter lh 500 hematology analyzer. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse observed that the instrument was leaking erythrolyse ii from the tubing going through pinch valve (vl27) at the t-fitting for pm6 and pm7. The fse replaced the tubing and no evidence of further leaking was identified. Repairs were verified as per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).